Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, part number 89-8507-400-10 serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the wire connecting the trigger board and the controller board was defective, the motor was noisy and that the battery support was cracked. The wire, the battery support and the motor have been replaced and the product has been returned to the customer. Universal key chuck attachment w/ key 1000 rpm, part number 89-8509-410-80, serial number (B)(4) has also been returned for complaint investigation. Upon receipt, it has been confirmed that the gearbox was noisy. At the date of this report, no repair has been performed.

Event description:
It has originally been reported that the universal modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(4) was not functioning during a surgery. The device was associated with universal key chuck attachment w/ key 1000 rpm, part number 89-8509-410-80, serial number (B)(4). No patient harm or injury has been reported. A one-hour delay in the surgery has been reported.